Manufacturer narrative:
Carefusion complaint number: (B)(4) . In the event that additional information is received a follow-up report will be submitted. Results of investigation: the carefusion field service representative found a bad flow sensor assembly. The representative replaced all parts to flow sensor. There was also a leak found behind receptacle and tubing going to the transducer was fixed. All is working to manufacturers specifications. (B)(4).

Event description:
The customer stated that the ventilator is alarming transducer fault. Customer is requesting field service to come and correct the issue. There was no patient involvement.